Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there were multiple air detected in cassette warnings during dwell 3 of 4. The patient discovered fluid inside the cassette door on the pump heads. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Event description:
It was reported that a peritoneal dialysis (pd) patient encountered a fluid leak during pd treatment. The patient reported that there were multiple air detected in cassette warnings during dwell 3 of 4. The patient discovered fluid inside the cassette door on the pump heads. The patient was advised to discontinue the use of the cycler and follow up with the patient¿s peritoneal dialysis nurse (pdrn). Upon follow up, the patient verified that there were not any symptoms, adverse events, injuries, or required medical intervention as a result of the reported event the patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated being able to complete peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient has received the replacement cycler and is continuing with peritoneal dialysis on the new cycler without issue and without reoccurrence of the reported event.. The cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and one non conformance with the same failure mode was found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.